Manufacturer narrative:
Evaluation: method, device history record (DHR) review. Complaint history review. Results, DHR review for the reported lot number showed no similar issues during the manufacturing or package process. Conclusions: no evaluation will be performed. Root cause unknown. Method of use related - damage during use.

Event description:
The event is reported as: when trying to clip the vessel the distal end of the clip breaks the vessel. The clips were used in a microsurgical repair: revascularization of flap. It is also reported that the device was used and the issue solved due to the ability and experience of the surgeon. No patient injury reported.